Event description:
It was reported that after the deep brain stimulation (dbs) patient underwent a cardioversion procedure he was unable to establish communication with the implantable pulse generator (ipg) using the remote control and was unable to charge the battery causing the return of tremor and bradykinesia symptoms. Attempts were made to communicate with the ipg using the clinician programmer but were unsuccessful. A medication dosage increase was prescribed to address the return of symptoms. The patient was not aware that the device should be turned off during the cardioversion procedure. Given the immediate return of symptoms after the cardioversion the physician assessed that the procedure caused some type of damage to the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that after the deep brain stimulation (dbs) patient underwent a cardioversion procedure he was unable to establish communication with the implantable pulse generator (ipg) using the remote control and was unable to charge the battery causing the return of tremor and bradykinesia symptoms. Attempts were made to communicate with the ipg using the clinician programmer but were unsuccessful. A medication dosage increase was prescribed to address the return of symptoms. The patient was not aware that the device should be turned off during the cardioversion procedure. Given the immediate return of symptoms after the cardioversion the physician assessed that the procedure caused some type of damage to the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and revealed it could not be charged despite multiple charging attempts, and communication could not be established with a known good remote control or clinician programmer. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage or high current transient sources and was most likely an unintended use error that caused or contributed to the event. A product labeling review was performed and did not reveal any anomalies as it states that the following medical therapies or procedures may turn stimulation off, cause permanent damage to the stimulator, or may cause injury to the patient. If any of the below procedures is required by medical necessity, the procedures should be performed as far from the implanted components as possible. Stimulation function should be confirmed after the procedure. Ultimately, the stimulator may require explantation because of damage to the device or patient harm. Electrocautery can transfer destructive current into the dbs leads and, or stimulator. See additional instructions below. Bipolar or monopolar electrocautery may be used. Electrocautery probes must be kept a minimum of 1 in (2.5 cm) away from the implanted device. External defibrillation: safe usage of external defibrillation has not been established in dbs patients. Defibrillation of the patient is unlikely to permanently damage the implanted device if stimulation is turned off and the defibrillator electrode does not come into contact with any component of the implantable device. Lithotripsy: high frequency signals directed near the stimulator may damage circuitry. Radiation therapy: lead shielding should be used over the stimulator to prevent damage from high radiation. Any damage to the device by radiation may not be immediately detectable. X ray and CT scans may damage the stimulator if stimulation is on. X ray and CT scans are unlikely to damage the stimulator if stimulation is turned off.